Manufacturer narrative:
Batch review performed on 08 october 2021, lot 179659: (B)(4) items manufactured and released on12-apr-2018. Expiration date: 2023-apr-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting instability and the cause of the instability is unknown. About 2 years after the primary surgery, the surgeon revised the insert with a higher one, and the surgery was completed successfully.